Event description:
Device malfunction: clip failed to deploy. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, the clip failed to deploy. The physician removed the device by releasing the locking mechanism on the thumb advancer via the access ports as indicated in the instructions for use. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.